Event description:
The radiology technologist reported that at the beginning of the procedure, when the physician stepped on the fluoro pedal, there was no fluoro. He reported that the patient was having a retrograde cystogram and the placement of renal stents. The patient was under general anesthesia, but the delay was less than 15 minutes. There were no injuries to report, and the physician used the cystoscope equipment to complete the procedure.

Manufacturer narrative:
Liebel flarsheim manufacturing report: the field service engineer (fse) found the "no fluoro" issue was because the sedecal generator did not boot up. The fse troubleshot problem to the atp console and, per the service manual, replaced the console pcb. Fse then tested the system using the sedecal generator service manual. The system passed operational tests; unit was fully functional. Returned to full service by the customer.